Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 inr results in comparison to the physician's unspecified point of care (poc) inr result. Results are as follows: date: (B)(6) 2013, inratio2 inr: 4.1, physician's poc inr: 1.2. The testing was compared side by side on different fingers. Reportedly, the pt was not sure if multiple drops of blood was applied to the test strip. Therapeutic range 2.0 - 3.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.